Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient (for, con) with an implantable pump. It was reported that the patient called and stated that they had a 1 year old synchromed ii pump implanted with a my personal therapy manager (myptm). However, since a few weeks, the interrogation time builds up and now the patient had to wait about 10 minutes until the communication between the myptm and pump was established and another 10 minutes until the myptm confirmed the bolus. Technical services walked the patient through deleting the patient data services (pds) app data and tried again. The communication with the pump was established within a minute. The patient had been notified that they should call back if their issue did not resolve permanently. The implanted device model and serial number was asked but was not available to the patient. The external device model and serial number was not known to the patient. The patient was asked for their managing physician, however the patient did not answer. No patient impact was reported.